Event description:
It was reported that a male pt had an intra-aortic balloon (iab) placed and immediately after insertion the pump alarmed "possible helium leak". The iab was removed and replaced successfully with no delay in treatment, no medical or surgical interventions or complications stated. The pt died two hours after pump assistance due to poor condition. Additional info received from the distribution on 9/17/2010 stated that the cause of death was confirmed as acute myocardial infarction and resulted in mos (most organs failure).

Manufacturer narrative:
(B)(4). Follow up report will be filed if additional info becomes available.